Event description:
Reportedly, the patient received a 2nd degree burn, noticed two days after the procedure. The grounding pad was placed on the patient's arm and the patient was lying on their stomach during case. All disposables used in the case have been discarded due to the fact the burn on the patient's upper left ankle was not noticed at the time of the surgery.